Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was kinked during use. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was kinked during use. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided two photos for analysis. The complaint of guidewire kinked cannot be confirmed by the photos. Neither photo reveals a kink in the guidewire. The first photo shows the j tip of the guidewire which is intended to have a "j" curvature to aid insertion. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of guidewire kinked cannot be confirmed by visual inspection of the customer supplied photos. Neither photo reveals a kink in the guidewire. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked during use. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two photos of the defect. The images show the guide wire within the assembly and the product lidstock. The customer also returned one guide wire assembly and product lidstock for analysis. Visual analysis revealed that there is a slight bend towards the distal j-bend. The bend is not severe enough to be considered a kink. The distal j-bend appears misshapen but intact. Microscopic examination confirmed the defect and revealed that both distal and proximal welds are present and spherical. The kink/bend in the guide wire measured 645mm from the proximal tip. The overall length of the guide wire measured 685mm, which is within the specification limits of 678mm - 688mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.842mm, which is within the specification limits of 0.838mm - 0.877mm per the guide wire product drawing. The sample was functionally tested per the instructions for use (IFU) provided with this kit , which states " advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory syringe and lab inventory needle. The guide wire passed with little to no resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report that the guide wire bent/kinked during use was confirmed through examination of the returned sample. The guide wire contained a slight bend/kink towards the distal j-bend. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.